Event description:
On 7/jul/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to hypervolemia. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 due to hypervolemia, bradycardia, hypotension and a low oxygen saturation level (symptoms did begin during treatment). The patient was formally admitted and diagnosed with hypervolemia and acute hypoxic respiratory failure. The patient was reportedly treated with intravenous (IV) lasix (dose, frequency, duration not provided) and additional ccpd therapy. Per the pdrn, the patient was discharged home on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The patient reportedly encountered difficulty performing ccpd therapy with the replacement liberty select cycler following discharge, however during a home evaluation it was discovered the patient was skipping steps in the set-up process.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy (despite not actively dialyzing during onset) utilizing the liberty select cycler, and the serious adverse events of hypervolemia, hypotension, bradycardia, and a low oxygen saturation, which required hospitalization, IV diuretics, and additional ccpd therapy. The patient¿s pdrn attributed causality to a missed ccpd treatment, however no specifics were provided. Among peritoneal dialysis patients, the differential diagnosis for hypervolemia includes dietary indiscretion, changes in cardiovascular status, renal function, peritoneal membrane transport properties, catheter/mechanical or problems with the peritoneal dialysis prescription itself. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s), and/or product(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 7/jul/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to hypervolemia. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 due to hypervolemia, bradycardia, hypotension and a low oxygen saturation level (symptoms did begin during treatment). The patient was formally admitted and diagnosed with hypervolemia and acute hypoxic respiratory failure. The patient was reportedly treated with intravenous (IV) lasix (dose, frequency, duration not provided) and additional ccpd therapy. Per the pdrn, the patient was discharged home on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The patient reportedly encountered difficulty performing ccpd therapy with the replacement liberty select cycler following discharge, however during a home evaluation it was discovered the patient was skipping steps in the set-up process.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.